Manufacturer narrative:
Summary device evaluation: the investigation of the returned coil system found the implant to be stretched at the middle section, damaged and deformed, which is consistent with the alleged product issue. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing retraction forces over specification. The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
It was reported that the coil was stretched during an embolization of an anterior artery aneurysm. The starched coil was filamentous after detach. The coil was pulled out with the microcatheter and was replaced with a new microcatheter and coils. The procedure was completed with normal outcome and no patient injury.